Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead were explanted due to infection. However, the infection was not related to the product or the procedure. Diagnostic imaging noted vegetations on the leads, which were also observed after the leads were explanted. The patient was stable throughout.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.